Manufacturer narrative:
The event date is estimated. An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's internal pulse generator (ipg) battery had depleted and the patient had lost therapy. The patient underwent a surgical intervention in which the ipg was explanted and replaced.